Manufacturer narrative:
On (B)(6) 2011, (B)(6) received the equipment as returned by the complainant. During (B)(6) test, the following was found: the micro-tech informer mate model # 81781 was working according to the manufacturer specifications. The micro-tech pad model #82710 (lot # 30110) was working according to manufacturer specifications. However, the mat was folded to fit in return box by the complainant. Per the instructions on the mat, "do not fold or crease - store flat." Subsequent to (B)(6) testing, (B)(6) was contacted by (B)(6) about the alleged incident on (B)(6) 2011. The risk manager and director of nursing stated that their internal report indicated that a monitor was in use with the patient at the time of the incident, but that the monitor reportedly did not alarm during the incident. However, the report also said that the monitor did alarm just after the incident, when the resident was being returned to the bed.

Event description:
On (B)(6) 2011, (B)(6) reported that his mother had fallen in (B)(6) 2010 while receiving care at (B)(6). (B)(6) stated that the nurse on staff said the monitor did not alarm when the fall occurred. (B)(6) stated that the bed x-ray taken by (B)(6) had indicated that she was fine. After returning home for a couple of days, (B)(6) took his mother to a different hospital where they discovered that she had broken her pelvis in 2 places. (B)(6) contacted (B)(6) on (B)(6) 2011 and shipped the equipment back on (B)(6) 2011 for evaluation.